Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. On (B)(6) 2024, patient encountered high blood glucose. The patient was hospitalized due to high blood glucose and diabetic coma for 2 days. The blood glucose was reported 300+ mg/dl and treated with insulin pen later on she was put on the drip. Moreover, the patient had been using the insulin pump system within 48 hours of reported low blood glucose event. No further information available.